Manufacturer narrative:
Additional information received on january 26, 2022 indicated that the receive devie:(sn#: (B)(6)) is the actual suspect device. Devices' image evaluation completed on january 28 , 2022: upon visual evaluation of the image provided in the complaint, the implant was observed inside a plastic bag and ruptured. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance., devices\ evaluation completed on january 28 , 2022:. Visual analysis of the returned sample revealed that the sm mpp gel 225cc breast implant was found to be ruptured. In addition, an anomaly was observed on the edges of the tear consistent with a crease/fold. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Replacement device is cat#: 3502251bc, sn#: (B)(6) manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation revision with a mentor memorygel, 225cc breast implant experienced spontaneous left sided rupture post procedure. The issue was diagnosed via ultrasound examination. As a result, patient underwent replacement with another mentor silicone prosthesis with cat#: 3502251bc on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).